Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "in speaking to the nurse the line was placed without difficulty and opportunity to place patient in correct position to confirm final vps tip location verification. (B)(6): pt noted to be in rapid afib with ectopy and through differentiation of contributing causes chest xray ordered. Radiologist read ' PICC in rt atrium and 5cm pull back recommended. Based on cxr the team felt this was a correct read and line pulled back 5cm with follow up xray confirming satisfactory positioning. Patient continues to have afib/rapid afib however unable to determine if ectopy has decreased as a result of the pull back." There was no patient injury or consequence reported. The patient's condition is reported as fine. It is reported "patient in afib but unclear on ectopy or whether caused by PICC tip location".

Manufacturer narrative:
Qn#(B)(4). A material sample was not returned for evaluation. However, the complainant provided a copy of the patient case data on a flash drive. Vps r and d performed an analysis of the data provided by the complainant. Vps r and d reported: investigation of this complaint was performed by reviewing the complaint report where the complaint was filed against the pre-load PICC kit, cdc-44041-vps2, lot#23f20e0172. The stylet used during the procedure was not returned for investigation, but the customer did provide the saved procedure dataset (ID# (B)(4)). The review of procedure dataset showed there was an elevated p-wave in the intravascular ECG as would be expected when the catheter drops into the svc. The doppler sound also had the increased turbulence and velocity when dropping into the svc. The review did not provide any indications of abnormal system behavior that may have attributed to the deep catheter placement. Vps r and d concluded, with the information available to investigate the deep catheter placement it was not possible to determine an abnormal system behavior or stylet failure that would have led to the catheter being placed too deep. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on the information provided and without a physical sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "in speaking to the nurse the line was placed without difficulty and opportunity to place patient in correct position to confirm final vps tip location verification. 9/24: pt noted to be in rapid afib with ectopy and through differentiation of contributing causes chest xray ordered. Radiologist read ' PICC in rt atrium and 5cm pull back recommended. Based on cxr the team felt this was a correct read and line pulled back 5cm with follow up xray confirming satisfactory positioning. Patient continues to have afib/rapid afib however unable to determine if ectopy has decreased as a result of the pull back." There was no patient injury or consequence reported. The patient's condition is reported as fine. It is reported "patient in afib but unclear on ectopy or whether caused by PICC tip location".